Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that fault was resolved by calling the call center and following the instructions. Universal surgical manipulator 3 remained operational during the procedure.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and verified multiple 31226 errors on universal surgical manipulator (usm) of patient side cart (psc). Fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the usm to perform failure analysis. The component was analyzed and it was found to have an error 31226 pointing to the rolling loop fiber, axes controller carriage (acc) and to axes controller spar (acs). The unit was installed onto a golden system and onto a psc fixture test platform (pftp) where it passed all the tests within specification. Although a definitive root cause could not be established, the probable root cause is attributed to the rolling loop fiber in the usm. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the universal surgical manipulator (usm) on patient side cart (psc) was faulting with multiple error(s) 31226. There were no reports of patient injury.